Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue was chosen for use in a procedure. During preparation, it was noted that the three-way valve of the delivery system had cracked and was leaking fluid. The device never entered the patient anatomy. A replacement was used to complete the procedure successfully. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
An event of leak and crack of the extension tube was confirmed. The investigation found that the fracture was found at the connection of the extension tube to the stopcock, which appears to be the cause of the leak. However, the cause of the fracture could not be conclusively determined. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot.